Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that an inaccurate co value was observed during use. The shape of the waveform appeared normal but the co value and waveform did not match. There was no occlusion, leakage or kink noted in the catheter. Is unknown if an error message was observed. There were no patient complications reported. No further information was able to be obtained. Patient demographic information requested but unavailable.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. No visible damage or abnormality to the catheter body, balloon or returned syringe was observed. No error message was observed on vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 36.9 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible abnormalities were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation testing was performed using returned syringe with 1.5 cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. Customer report of co measurement issue could not be confirmed during the analysis. The device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.